Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported that during a pacemaker replacement procedure relative to the subject pacemaker, a connection issue with the lead was incurred. Specifically, it was indicated that the pacemaker could not be properly connected to the associated lead, so the previous pacemaker was re-connected to stabilize the patient, and a second attempt was made to connect the subject pacemaker. It was indicated that the device was connected and there was pacing from the device. However, interrogation revealed that the polarities were indicated as "uni/uni" and they could not be changed, and the device stopped pacing. The connection was checked, and the lead could be removed from the port by pulling, without loosening the set-screw. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during a pacemaker replacement procedure relative to the subject pacemaker, a connection issue with the lead was incurred. Specifically, it was indicated that the pacemaker could not be properly connected to the associated lead, so the previous pacemaker was re-connected to stabilize the patient, and a second attempt was made to connect the subject pacemaker. It was indicated that the device was connected and there was pacing from the device. However, interrogation revealed that the polarities were indicated as "uni/uni" and they could not be changed, and the device stopped pacing. The connection was checked, and the lead could be removed from the port by pulling, without loosening the set-screw. Another pacemaker was subsequently implanted instead.